Manufacturer narrative:
No product has been returned and a valid serial number and lot number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was conducted for the reported complaint and precision exceed meter, no trends were identified that would indicate any product-related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
The daughter called on behalf of the customer, and stated that her father received lower readings on his precision xtra meter compared to his feeling of hyperglycemia. In the month of october, the customer stated that they felt weak, dizzy and dehydrated and was able to take his normal medication prior to being rushed to the emergency room for his symptoms. A blood glucose test obtained unspecified higher readings on the hcp meter and the customer was administered insulin (type/dose unknown) by an hcp as treatment and was hospitalized for 2 weeks. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The daughter called on behalf of the customer, and stated that her father received lower readings on his precision xtra meter compared to his feeling of hyperglycemia. In the month of october, the customer stated that they felt weak, dizzy and dehydrated and was able to take his normal medication prior to being rushed to the emergency room for his symptoms. A blood glucose test obtained unspecified higher readings on the hcp meter and the customer was administered insulin (type/dose unknown) by an hcp as treatment and was hospitalized for 2 weeks. There was no report of death or permanent injury associated with this event.